Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog u-200 insulin. Tandem customer technical support informed customer that humalog u-200 insulin is indicated for use for 2 days and that humalog u-200 is off-label per the user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.